Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced the ise buffer valve to resolve the issue. Fse performed calibration and quality control, which all passed. Fse verified analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results for sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The high results for three (3) patients were reported out of the laboratory. However, the customer repeated the patient samples and amended the results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for three (3) patients.